Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and the patient that reported that he was experiencing overstimulation. The patient had been working with a manufacturer representative on programming changes to the spinal cord stimulation therapy. When he lays down, reclines, or bends over, the intensity jumps up, and the patient gets an overstimulation sensation. Two weeks prior to the report this report, the patient had met with the manufacturer representative to make some changes, and the problems had gotten even worse since he made the changes. On (B)(6) 2016, the patient met with the manufacturer representative to perform troubleshooting. The manufacturer representative changed the transition zone settings to increase the size of the ¿laying zone.¿ the manufacturer representative also re-oriented the device for different amplitude in each position. The patient was experiencing increased paresthesia during positional changes, namely when going from laying to laying on the right. The other time that it occurred was while sitting in the recliner. The issue was being caused by positional changes. The patient was sent home after the reprogramming session and instructed to call back if they experienced any further issues.

Event description:
It was reported that the patient was feeling that their entire body was vibrating when walking or lying down daily and had gradually been getting worse. The patient also reported he would turn stimulation down and a day or two later it would go back to where it was. It was noted the patient had adaptivestim activated but didn¿t know about adaptivestim. At the time of the call the patient was able to sync with the implant and the setting was group a, upright at 2.60 volts. It was reviewed with the patient how adaptivestim functioned and that when changing settings or position the patient would have to stay in the position for three minutes or longer in order for the device to remember the settings. There were no falls or traumas related to this issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.